Event description:
Customer alleged that the pump was shutting off and not delivering boluses. Customer believed issue was due to pump alerts and pump beeping. During troubleshooting with tandem customer technical support (cts), pump was turned on and customer stated there were four missed meal bolus reminders that had been turned off. Pump history was reviewed and showed bolus reminders and high blood glucose (bg) reminders. Bolus history was checked and showed no boluses were delivered on (B)(6) 2015. Customer stated that he had forgotten to deliver any boluses that day. Reportedly, customer tends to forget things easily and has forgotten many aspects and functions of the pump. Cts offered customer additional training for the pump.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.